Event description:
The customer reported to physio-control that their device no longer powered on. There were no further detailed regarding the reported power issue reported. There was no patient use associated.

Manufacturer narrative:
The customer has advised physio-control that they have replaced this device and will not be seeking any repair options. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.